Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 37 days of lateral perineal incision, the patient felt pain in the perineum. The patient complained that the sutures were not absorbed well. The doctor then removed the sutures on the vaginal wall of the perineum that were not completely absorbed, and the vaginal wall healed well.